Manufacturer narrative:
Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify motor error alarm due to e52 alarm. Pump received with cracked reservoir tube lip, stained end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner and cracked case . (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm after changing the battery. Cleared alarm and tried several new batteries from a different package. Customer treated his high blood glucose. The device will be returned for analysis.